Manufacturer narrative:
A narrow right angle large hex driver tip 24mm (rash3n) was misplaced/lost in-house. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. However pictures were submitted, see attached images (B)(4), (B)(4), and (B)(4), in the complaint. Inspection of the pictures identified worn markings due to usage and a fracture on the tip. Also, an associated product unknown zb implant has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted.functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (rash3n) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Clinician indicated fracture. When bost511 was newly embedded, the tip of rash3n broke when the abutment screw was fastened to l-tirw. The tip remains on the screw. It will be re-treated at a later date. There is no health hazard. It is an actual product that has already been used many times, and as usual, it broke during use without applying an excessive torque value. It's a fairly standard use, so the doctor would like to know the possible causes. Tooth location 18.